Event description:
It was reported that during a procedure the laser system displayed errors indicative of a system malfunction. Additional information about the event is unk. There was no report of pt injury.

Manufacturer narrative:
Manufacturer's designated service tech was dispatched to the facility to evaluate the laser system. The service tech determined that the root cause of the errors were due to a burned optic which was removed and replaced. The service was completed and the laser was released to the customer for use.